Manufacturer narrative:
The complaint states mom hip right side was revised on unknown date. The patient¿s lawyer has contacted us seeking compensation. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mom hip right side was revised on unknown date. The patient's lawyer has contacted us seeking compensation. Update rec'd 24 may 2016 - the patient's lawyer letter was received. The lawyer letter was reviewed for MDR reportability. The lawyer letter confirms the patient is suffering from severe pain. At this time the head and liner are being reported.